Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient was bleeding a day after being implanted. The patient underwent early lead pull and was doing well following the procedure.